Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging particles in the device's chambers and fibres sticking out of it. The patient has no reports of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about alleged particles in the device's chambers and fibers sticking out of it. Furthermore, the patient alleged that the device was extremely dry and that the patient developed dry mouth and throat within a few hours of using the device.the device was returned to the manufacturer's service center for further evaluation. There was no serious harm or injury reported. The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped. Section d8, d9, h2, h3 and h6 were updated and corrected.